Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not switching on, during routine check performed by customer. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), e3, g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that after 2 days of running the power up error 3 was displaying. The fse check up the machine and found that compressor is not running, suspected motor control board and compressor scroll is malfunctioning its need to be replaced. After replacing the motor control board found the problem has been solved and its handed over to the system in good working condition. The scroll motor was suspected but its not required, only the motor control board was replaced. The unit passed all functional and safety tests before being returned to normal use.